Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage on the keypad traces. No moisture damage found on electronic or motor assembly. The device had minor scratched lcd window, cracked display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that insulin pump was exposed to water and is no longer functional. The blood glucose reading was 149 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.